Manufacturer narrative:
Other: head section assembly.

Event description:
It was reported by service report that the head section is stuck and will not release. No patient involvement or adverse consequences are reported.